Manufacturer narrative:
All available information was investigated, and no functional analysis was performed to investigate the reported adverse event without identified device or use problem as this is related to patient, procedural or operational circumstances and there was no issue related to the functionality of the cds. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombus was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. Upon inserting an nt clip through the steerable guide catheter (sgc), a thrombus-like structure was observed at the tip of the clip. Therefore, the physician decide to removed both the sgc and clip. Once removed, the structure was no longer detected. An additional sgc was inserted. However, an additional thrombus-like structure was observed on the sgc. Therefore, the device was removed and the procedure was discontinued. There was no clinically significant delay in the procedure.